Event description:
Same case as MFR report #: 2134265-2009-01665 and 2134265-2009-01666. It was reported that during a superficial femoral artery (sfa) stenting procedure, stent placement difficulties were encountered. The stenosed lesion was located in the severely calcified and tortuous superficial femoral artery (sfa). The lesion was approximately 200cm in length and the "calcification extending along the leg and was readily visible without contrast injection". Vascular access was obtained through femoral artery via ipsilateral approach. The lesion was not pre-dilated. To treat the lesion the physician planned on implanting 3 overlapping epic self-expanding nitinol vascular stent with delivery system. Upon attempting to deploy the first 5mm x 120mm x 75cm epic self-expanding nitinol vascular stent with delivery system in the distal segment of the sfa, closer to the patient's foot, resistance was encountered and was attributed to the calcification of the lesion. The physician encountered difficulty with the initial "flowering" of the distal stent portion of the delivery system while attempting to move the stent delivery system backwards as the stent seemed to be firmly in position but the deployment wheel continued to turn easily. Upon inserting and placing the second stent, 5mm x 120mm x 75mm epic self-expanding nitinol vascular stent with delivery system at a 1cm overlap with the first stent, resistance was encountered; the resistance was attributed to the calcification of the lesion. The second stent could not be completely deployed using the deployment wheel; therefore, the pull back technique was used. As a result of the deployment difficulty, the stent deployed but the delivery system was unable to retract causing the distal portion of the stent concertinaed within itself. The third stent, 5mm x 100mm x 75cm epic self-expanding nitinol vascular stent with delivery system was inserted and placed at a 1cm overlap with the second stent. The third stent did not deploy fully at the proximal end and the cause of the deployment difficulty was again attributed to the calcification of the lesion. It was stated that "the radial force of the stent was not sufficient to open the stenosis". The first attempt to post-dilate the stents using another manufacturer's 5mm x 80mm balloon catheter over an unspecified 0.035 guide wire was unsuccessful due to the compressed stent. The physician attempted to cross the compressed stents for 10 minutes and was able to cross with a thruway 0.014 guide wire. The third, proximal placed stent was post-dilated successfully using another manufacture's 5mm x 10mm balloon catheter was approximately 70-80% residual stenosis. The second, mid placed stent was post-dilated successfully with another manufacturer's 5mm x 40mm balloon catheter. Access through the distal, first placed stent was unsuccessful. Further attempts to cross the distally placed stent were made with another manufacture's 0.018 guide wire as well as an amplatz super stiff guide wire, but were unsuccessful. The physicians performed an angiography, and it was reported that "it showed the stent overlap had concertinaed therefore preventing access further down the vessel. Consequently no post-dilation to the 3rd stent was possible however, angiography confirmed continuous blood flow down the leg". Angiogram of the post-dilation indicated acceptable acute result of "30-40% residual stenosis with at least one good vessel run-off to the foot". Upon examination of the stent delivery systems, it was noted that at some point during the procedure the nose cone and floating buffer had been separated from the third stent, 5mm x 100mm x 75cm epic self-expanding nitinol vascular stent with delivery system and the components could not be located on the sterile table, the drapes or the floor. It was reported that the physician "assumed that these two components from the delivery catheter were left in the patient", however the final angiography could not confirm a blockage by a foreign body. The physician confirmed that he had felt no unusual resistance while removing all three stent delivery systems. The procedure was completed and no further patient injuries or complications were reported. The physician anticipated a risk of stent thrombosis, and ordered clopidogrel. The patient's status was reported as "no patient issues".

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.